Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the customer which confirmed that the reported event (forceps base did not move even when the forceps lever operated) occurred and there was no patient involvement.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, wrinkles in insertion tube, scratches are found on the tip cover, curved rubber adhesive missing, scratches found on the operation part, discoloration of the operation part recognized, scratches found on the switch box, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches are found on the right/left knob, scratches found on the grip, forceps plug cap scraped off, scratches found on the universal cord, scratches found on the operation part side oredome of the universal cord, scratches on the scope connector side of the universal cord, water coverage recognized on the electrical connector, scratches found on the scope connector, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis gastrointestinal videoscope, forceps base did not move even when the forceps lever operated. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 24 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the forceps elevator cannot move down during the angulation operation to the up direction due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.